Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, an alert for atrial output at 5v was observed. Review of freeze capture noted far-r oversensing. Lead dislodgement was suspected. It was recommended to check lead position through x-ray. No further information was available at this time.

Manufacturer narrative:
Correction b5: new information received notes that the lead was not found to be dislodged on chest xray. Patient was not symptomatic. Patient was brought in clinic for device reprogramming. Patient's condition was stable. Correction: h6- device code: please remove 2923 as the lead was not dislodged.

Event description:
New information received notes that the lead was not found to be dislodged on chest xray. Patient was not symptomatic. Patient was brought in clinic for device reprogramming. Patient's condition was stable.